Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was in a lot of pain for over 6 months since she lost her programmer and hasn't been getting therapy relief since and has difficulty walking. Patient stated that her therapy setting was on 5 when she lost her programmer and did not have access to a programmer on the call for troubleshooting. Patient stated that the location of the pain is on the lower left side down by her pubic bone. Patient stated that she wondered if this pain may be a bladder infection because she feels like her bladder is "grabbing and moving" as if she has to pee really bad and she can feel it. Patient later stated that she doesn't think it is a bladder infection because she doesn't have the sensation that it hurts when she pees. Patient stated that she thought this could be related to her intestines because she had emergency surgery and some of her intestines removed on (B)(6) 2018 due to her constipation getting worse. Patient stated that she has had constipation since she was born, but it got worse in (B)(6) 2018 and she didn't go for two weeks. Patient stated that this is why she had emergency surgery and some of her intestines removed. Patient services provided the patient with education to call right away if she ever loses external equipment so that she can maintain therapy relief. The patient stated that she is working with the foundation to get a new programmer. The patient has upcoming appointment with their healthcare professional to address their symptoms. No further complications were reported or are anticipated.

Manufacturer narrative:
Serious injury was updated to malfunction. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): patient was seen in clinic on (B)(6) 2019. When asked whether the cause of the patient's constipation for 2 weeks in (B)(6) 2018 and subsequent intestinal surgery (B)(6) 2019 was due to the device or therapy or change in/lack of therapy the hcp responded "no". The cause of the patient's sensation of feeling like the bladder was grabbing and moving as if patient has to pee really badly was determined to be due to patient lost her controller, and the device was noted to be off when the patient was seen in clinic on (B)(6) 2019. When asked whether the cause of the patient's pain for over 6 months on the lower left side by the pubic bone was determined and whether that pain was related to device/therapy the hcp responded that ¿no¿, (understood to be the cause of abdominal pain was not determined), and hcp reported the device was placed on the right side, and device was found to be off when patient was seen. When asked the actions/interventions taken to resolve the patient having difficulty walking, the hcp responded: patient was advised to follow up with their primary care physician for abdominal pain as the history of chronic back pain may be a contributor. Patient was advised to leave the device off, and on receipt of new programmer patient was advised to return to the urology clinic to reprogram the device. No further complications were reported or are anticipated.